Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient was diagnosed with a hiatal hernia coincident with peritoneal dialysis therapy. It was unknown when the patient developed the hernia. It was unknown if the hernia was pre-existing prior to the start of peritoneal dialysis therapy. There was no report of patient symptoms resulting from the hernia. The hernia was discovered while the patient was in the hospital for an unrelated event. The patient¿s hospitalization stay was not extended as a result of the hernia. At this point in time, no action has been taken to treat the patient¿s hernia. The patient has been able to continue with peritoneal dialysis therapy. Additional information was requested but is not available.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia event. Based on the provided information, there is no documentation that shows a causal relationship between this hernia event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation against the fresenius cycler that could cause or contribute to the development of the hernia. Although a direct causal relationship could not be confirmed, hernias are a known complication of peritoneal dialysis therapy and a temporal relationship between the patient's pd treatment and the development of the hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.